Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away. The patient's wife was with the patient around the time of the patient's death. The patient's wife reportedly believed the device 'was going to alarm' and when she left the room and returned the patient had passed. It is assumed that the patient's wife meant that she believed the device was going to treat the patient. The patient's nurse indicated that resuscitation efforts, including external defibrillation and chest compressions were performed for 45 minutes. Review of the download data indicates that the lifevest detected vt at 180bpm at 12:16:06 on (B)(6) 2019. The arrhythmia self-terminated after 17 seconds into normal sinus rhythm at 90bpm. Four additional arrhythmia detections occurred at 13:49:38, 13:52:04, 13:53:01, and 13:54:13. The ECG recording indicates that the patient experienced non-sustained vt at 180 to 190bpm during this time that self-terminated into normal sinus rhythm at 110bpm. The response buttons were used during these detections. The device was shut down at 13:55:11 and powered on at 13:56:36. When the device was powered on, the ECG recording indicated that the patient was in vt that self-terminated after 20 seconds. After 14 additional seconds, the patient again entered vt and the response buttons were used. The device was then shutdown while the patient was in vt. Though it cannot be confirmed who pressed the response buttons or shutdown the lifevest, there is no definite indication that anyone other than the patient was performing these actions. The patient's nurse indicated that resuscitation efforts were performed. These resuscitation efforts likely occurred after the lifevest was shutdown the final time as no CPR artifact or external defibrillations were found in the patient's ECG recordings.